Event description:
Information received by medtronic indicated that insulin pump was damaged and had moisture damage. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. Unit was received with a critical pump error (open book image) alarm. Unable to perform the displacement and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. The adapt tool confirms that a pump error 35 occurred on (B)(6) 2022 at 18:08:00. The case was cut open. After visual inspection, there is corrosion on/around the following: pcba1--j7; force sensor flex cable terminal, components on the force sensor flex cable. The force sensor zero offset measured way out of spec = -425.3 mv. In summary, the customer¿s report of moisture exposure and a crack in the case both were confirmed during testing. The critical pump error (open book image) alarm and the pump error 35 are due to the moisture damage on the force sensor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.